Manufacturer narrative:
Concomitant medical products:product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6)ubd 2020-12-18 UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 11-sep-2020 who reported that the patient was not getting effective therapy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study was done and the catheter was found to be not patent. The catheter was replaced. The issue was resolved at the time of the report and it was noted the healthcare providerwould not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported there was something wrong with the pump, "the volumes were way off." It was noted the hcp was expecting 2.5 and got 13-14 ml back. There was no history of previous discrepancies in volume. The hcp got the pump logs which showed no issues with the pump and nothing in the logs since last pump refill on (B)(6) 2020. The patient had reported "it's been worse" regarding her therapy since the last refill. The option to do a catheter access port (cap) aspiration or dye study was reviewed. The event date was (B)(6) 2020. No further complications were reported.